Event description:
Info rec'd indicates the right siderail will not latch.

Manufacturer narrative:
The technician isolated the issue to a missing shoulder screw and ratchet rivets. He replaced the shoulder screw and ratchet rivets to repair the stretcher.